Event description:
It was reported that the coating of the subject guidewire was found peeled off and accumulated on the tip of the inserter during preparation. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the coating of the subject guidewire was found peeled off and accumulated on the tip of the inserter during preparation. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated h3 summary attached - updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated there are controls in the manufacturing process to ensure the product met specifications upon release. The lhr (lot history record) for each lot is created and maintained according to the qs (quality system). Controls within the qs ensure that all product is manufactured in accordance to the dmr (device master record). The device was returned and the lot number was not confirmed because the packaging was not returned with the device. During visual inspection it was found that an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent at 202cm from the proximal end. The guidewire introducer was returned stuck on the guidewire at 158cm from the proximal end. The device was soaked in warm water, the introducer could not be removed. The guidewire ptfe coating was noted to be peeling in multiple areas to 78.4cm from the proximal end. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated there were no anomalies noted. Function testing was not performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. There was no resistance when the guidewire was taken out of the dispenser hoop. The guidewire was not shaped. Flush was not given inside the microcatheter at the time when the guidewire was inserted. There was no friction or resistance felt at the hub. The introducer sheath was used, when inserting the guidewire. It is unknown which part of the coating peeled off. The patient¿s anatomy was normal tortuous. Analysis of the returned device found the peeling/scraping most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. The as reported and as analyzed event of the guidewire ptfe coating peeling in addition to the as analyzed event of the guidewire jammed and guidewire kinked/bent has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.